Event description:
Important ref. #: cc-cpl-2019-00025. Manufacturer ref. #: (B)(4).

Manufacturer narrative:
The customer stated that the ventilator "went down while on the patient". Alarms for high o2 concentration and technical error on the expiratory cassette were also noted at the time. The expiratory cassette and inspiratory pipe assembly were cleaned and pre-use check performed. The customer was handling the repair. No part was replaced. Evaluation of the received device logs confirms an occurrence of the alarm "technical error in expiratory cassette" two days before the reported event. The high o2 alarm could not be confirmed from received device logs. It has not been clarified what "went down while on the patient" refers to, but no other technical error was found in the technical log and there is no indication of a stop of ventilation in received device logs. Any further events regarding this issue have not been reported. The conclusion in this matter is that an issue occurred with the device where the reported alarms were generated. After cleaning the expiratory cassette and inspiratory pipe assembly the device passed pre-use check. The cause of the reported alarms cannot be established due to lack of returned part / information.

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that during patient treatment, the ventilator was down and generated technical alarms. There was no patient harm. (B)(4).